Event description:
Reporting status: malfunction. Reporting rationale: shaft separation is likely to cause or contribute to patient injury. Device issue: shaft separation. It was reported that the vessel was predilated with another company's balloon. Due to strong frictional resistance, the stent could not be advanced to the peripheral lesion. Before the stent could be deployed, the shaft separated into two pieces (20 cm of the distal part). The stent delivery system (sds) was retracted and replaced with a new xience v. This stent was placed successfully. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
.